Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the access port wound retractor large ring broke off during reposition. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the incident resulted in a loss of pneumoperitoneum due to an access port issue; however, there was no injury to the patient as a result of the reported failure.